Event description:
Upon reviewing information from a prior refill, the physician realized that the true concentration of hydromorphone in the pump was 2mg/ml rather than 1 mg/ml. At the time the patient was programmed to receive .25 mg/day (actually receiving .5 mg/day). The patient was doing fine at that dose; there were no adverse effects from the error. The physician decided to refill the pump with the 2 mg/ml concentration and leave the programming as was until he could get a completely different mixture and reprogram correctly. The pump also contained clonidine and bupivacaine.

Manufacturer narrative:
Product typ programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).